Manufacturer narrative:
Pump monitored for several days no audio beep anomaly found during testing and passed functional self test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a blank display and a constant tone that doesn't go away. Customer indicated that a new battery did not restore pump function. Customer's blood glucose was over 300 mg/dl at the time of incident but did not state if it went over 400 mg/dl. Customer does not recall any significant events leading to the error. Troubleshooting was done for constant ton. Customer indicated that he would follow up with their doctor. The customer was advised that the device would be replaced and to return the product for analysis.